Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Additionally, it was reported that the pump battery was depleting quickly. At the time of the report there was no additional information available. There was no adverse impact to the customer¿s blood glucose level.